Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the staff could not see through the scope. Upon further observation, they noticed moisture trapped. Another scope was used for the case, and procedure was completed. No pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.